Event description:
The three-piece modular graft was placed according to instructions. No complications were encountered. During the final angiogram there was a type I endoleak noted at the top of the main body graft. Several attempts were made to seal the graft utilizing the molding balloon and another MFR's balloon catheter, without success. A decision was made to treat the endoleak with a main body extension, placed within the main body graft in order to create add'l radial force at the site. The extension graft was ballooned noting a good apposition of the graft to graft. Final angiogram viewed a resolve to the endoleak.